Manufacturer narrative:
On (B)(6) 2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and there was blood leakage found in the hemostatic valve. A new device was used to complete the surgery and there was no patient injury report. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, and back pressure test of the returned device were performed following j&j procedures. Visual analysis of the returned sample revealed that no damage was observed, the brim cap, hemostatic valve, and silicone ring, were placed in it's original place. A back pressure test was performed, and no issues were observed. No leakage, dislodgement or other failure with the hemostatic valve were observed during the test. A device history record evaluation was performed for the finished device number 00002633, and no internal actions related to the reported condition were identified. The hemostatic valve leakage reported by the customer could not be confirmed as the device was returned without detectable damage. No device defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulates. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and there was blood leakage found in the hemostatic valve. A new device was used to complete the surgery and there was no patient injury report.

Manufacturer narrative:
During internal review on 5-feb-2025, it was identified the incorrect imdrf code was submitted. Section h6. Medical device problem code has been updated with the correct coding. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).